Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed an infection and subsequent explant of the mesh. However, the medical records provided do not extend beyond the implant of the mesh and do not include culture reports. While there is no indication that the mesh was the source of the reported infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." We have contacted the initial reporter to obtain add'l info and to have a sample returned for eval. If add'l info is received, a followup MDR will be submitted.

Event description:
Based on a review of medical records provided by the pt: (B)(6) 2010-- repair of recurrent ventral hernia with composix kugel mesh and panniculectomy. It was noted that the pt's "old mesh" was removed before implant of the composix kugel. Info alleged per patient via maude event report: (B)(6) 2011 - the mesh was infected with several strains of bacteria and was explanted.